Manufacturer narrative:
The reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message with the autopulse platform (sn: (B)(4)) was confirmed during functional testing and archive data review. It was found that load cell 2 was faulty. Initial functional testing could not be completed, since the reported issue occurred upon powering on the platform. Review of the retrieved archive data, found multiple ua 7 occurred on (B)(6) 2017, not on the reported event date of (B)(6) 2017. Unrelated to the reported event, during visual inspection, the front enclosure was found damaged. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) (receive on (B)(6) 2015) and ccr (B)(4) (received on (B)(6) 2010) were reported for autopulse with serial number (B)(4) for the same ua7 message. The load cell was replaced.

Event description:
During a shift check, the autopulse platform (sn: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. There was no patient involvement.